Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed. The cause was use error - open clamp. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during the initial drain on the home choice (hc). The technical service representative (tsr) stated the unused line clamp was open. The tsr explained the alarm and instructed the hp to cycle power and the hc alarmed system error 2367. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.